Event description:
It was reported that the pwd stated one of the cleo 90 infusion sets was unintentionally pulled out early, and the set was subsequently replaced. The pwd further reported that, upon removal, the cannula was visibly bent. The event occurred while the device was in use with the patient. There was no patient injury reported. During the investigation, a bent cannula was confirmed. A bent cannula can prevent proper delivery of medication. Based on this information, the event is considered reportable. The event involved a patient, and no additional adverse consequences were identified.

Manufacturer narrative:
A suspected product was returned for analysis. The lot history records were reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual inspection was performed, and the allegation of a bent cannula was confirmed. The probable cause could not be determined.